Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you clarify what was meant by, ¿tried to revert manually but failed¿? What troubleshooting steps were attempted to open the device (knife reverse button, manual override)? Was manual override attempted and failed? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open?

Event description:
The stapler locked and the doctor tried to revert manually but failed. Requested exchange. There was no harm to the patient. Action user took to mitigate/ resolve problem during procedure - with same like product

Manufacturer narrative:
(B)(4). Medical device: batch # p5817f. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was received with a gst60t cartridge reload present. The cartridge reload was received with the one piece sled detached and unfired making it non functional. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each cartridge reload is 100% inspected through an automated vision system to ensure that the one piece sled is present prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.